Event description:
It was reported that the patient's device was disabled for an MRI scan, and when the device was attempted to be programmed back a message was seen indicating that the programmed current could not be delivered due to possibly high lead impedance. It was reported that the device was checked the next day and lead impedance was found to be normal. No additional or relevant information has been received to date.

Event description:
Additional system diagnostics information was received which confirmed that lead impedance was within normal limits. Also, a review of decoded programming data did not identify any anomalies with impedance values or delivered output current. A calculation using ohm's law determined that the generator would be able to deliver the reported programmed current when accounting for normal variations in impedance accuracy and maximum output voltage. No additional or relevant information has been received to date.